Event description:
Patient suffered a gi bleed (retroperitoneal bleeding) approximately 48 months post index procedure. The patient was treated with a transfusion. The event was not assessed for relatedness with device.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Eval results: (dissection).

Event description:
There were three endeavor rapid exchange (rx) drug eluting stents implanted during the index procedure; one in the mid lad and two in the proximal lad. It is reported that the second stent implanted in the proximal lad was to treat a dissection. Adverse event was identified by the clinical events committee and deemed to be consistent with an mi (arc defined). It was reported that an mi occurred the same day as stent implant. Mi was categorized as a non q wave mi, in the territory of the target vessel. No further details are available. Patient's cardiac status at 30 day follow up was unstable angina. Patient's cardiac status at 6 month follow up was stable angina. Pt was asymptomatic/free of symptoms at 1 year, 1.5 year, 2 year and 2.5 year follow ups.